Manufacturer narrative:
Technician found that the head does not elevate. Unable to repair on site; swapped to repair. Repair not confirmed.

Event description:
Complaint alleged that the head does not elevate.